Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the venous way back could not be performed properly on the median line whereas it was done on the other lines so there was no access and thus impossible to empty. There is blood in the median line.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during insertion, the venous way back could not be performed properly on the median line - whereas it was done on the other lines - so there was no access and thus impossible to empty.there is blood in the median line.